Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broken line. 7 lives left. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The issue caused a slight delay. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show any damage, which may suggest potential mishandling or misuse of the instrument. The complaint regarding a broken line was confirmed by failure analysis.